Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient complained of feeling their implantable cardiac monitor moving during exercise. The physician noted that it was more superficial than they preferred. The device was explanted. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.